Event description:
It was reported that the patient experienced hypotension and cardiac tamponade which required drainage. The [procedure was subsequently cancelled. During an ablation procedure to treat atrial fibrillation, a polarsheath steerable sheath was selected for use. After gaining femoral access and transeptal puncture (twice) with a non-boston scientific sheath and needle, the polar sheath and polarx catheter were inserted. At this time, the patient became hypotensive. An ultrasound was performed, and an effusion was identified. The procedure was discontinued; the polarx catheter was withdrawn, and the polar sheath remained inserted. Drainage was performed. The patient condition stabilized, and they were transferred to cardiac surgery. Surgeons identified that the effusion originated in the right atrium. The patient was hospitalized but fully recovered. The device is not expected to be returned as it performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.